Event description:
It was reported that the tool tip was jumping and chattering on bone when in use and there appears to be greater flex in the tool tip in comparison. It was reported that the patient was alive with no injury. On follow-up it was reported that there were no patient or staff impact. The procedure was completed with backup product(s).

Manufacturer narrative:
H3: evaluation determined that the bearing was damaged. The likely cause of failure could not be determined. It was also noted bearing stuck in the tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.